Manufacturer narrative:
A visual and microscopic examination of the device found the device was returned with the stent moved just distal to the distal markerband. A stent strut towards the distal end of the stent was raised from the balloon and misaligned. Several stent strut rows proximal to this damage were stretched distally. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage was identified. While prepping the 38 x 2.50mm promus element stent delivery system for the stenting treatment procedure it was noted that the stent struts were damaged. The device did not enter the patient and the procedure was completed with another of the same device. No patient complications were reported. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Age at the time of event:18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage was identified. While prepping the 38 x 2.50mm promus element stent delivery system for the stenting treatment procedure it was noted that the stent struts were damaged. The device did not enter the patient and the procedure was completed with another of the same device. No patient complications were reported. This product is only ous approved but is similar to an approved us device.